Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 7300tfx25 valve model was showing signs of stenosis and mild to moderate regurgitation (velocity 2.5m/s) during an ultrasound examination after an implant duration of six (6) years and eight (8) months. The echo report showed that the mitral bioprosthetic valve frame was fixed, the valve leaflets were thickened and adherent leading to limited opening with poor closure. Patient presented with atrial fibrillation. Reportedly, reintervention was indicated by the implant surgeon. However, patient and relatives refused either to keep medical follow-up and a possible reintervention due to relocation challenges, as well as patient's advanced age and physical condition. Patient was therefore placed under conservative treatment. Patient was reported to be still alive.

Manufacturer narrative:
Updated section b4 (date of this report), b7 (other relevant history, including preexisting medical conditions), g3 (date received by manufacturer), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
Added information to section g2.